Manufacturer narrative:
Pump passed displacement, rewind, basic occlusion, occlusion, prime and a33 and excessive no delivery test. Pump received with cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip. (B)(4).

Event description:
The husband of a customer reported via phone call that his wife had high blood glucose of 461mg/dl and would like to see if the pump is working. Customer's current blood glucose is 201 mg/dl. Troubleshooting found that pump had bubbles but customer declined further troubleshooting. Customer was advised to monitor blood glucose and to call back if necessary. No further information was provided.